Manufacturer narrative:
Cs100 upgraded to cs300. UDI information provided for original model/catalog, as per product labeling. Corrected fields : g4. Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
It was reported that during routine check by customer the cs300 intra aortic balloon pump (iabp) had display issues. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Corrected fields : b5. Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character restrictions in block e1 , e1 initial reporte full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check ,the cs100 intra-aortic balloon pump (iabp) have a display issues and also needs pm. No patient involvement reported.